Manufacturer narrative:
Additional information: additional MFR narrative. Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. However, there are several failure modes of the device that could lead to mechanical issue and device operates differently than expected, which include but are not limited to a device or component issues. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was having trouble cycling the pump. The physician attempted to cycle pump in office but he could not. An inflatable penile prosthesis (ipp) revision surgery was performed to address the problem. During the procedure, the physician was able to cycle the pump even though he was not been able to do it in the office. Only the pump was removed and replaced during the procedure. There were no patient complications.

Event description:
It was reported that the patient was having trouble cycling the pump. The physician attempted to cycle pump in office but he could not. An inflatable penile prosthesis (ipp) revision surgery was performed to address the problem. During the procedure, the physician was able to cycle the pump even though he was not been able to do it in the office. Only the pump was removed and replaced during the procedure. There were no patient complications.